Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had constant beeping sound and no alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No audio anomalies noted during testing. No pump error 63 alarms noted during testing and were not found in the formatted history file. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).